Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and reformatted. The system software was also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the thumbnail images did not match the image shown on the screen. The field engineer noted that two of the patient images were lost. No patient serious injury or death was reported related to this event.